Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09693. It was reported that noise was observed on both the right atrial and right ventricular leads. No patient symptoms were reported. Ventricular sensing had dropped. Programming changes were made. The patient is scheduled for lead revision.

Event description:
New information received indicated that both the right atrial and right ventricular leads were explanted. There were adverse health consequences to the patient.